Event description:
The facility representative originally reported a flo-gard infusion pump that does not function. Additional information from a contact at the facility on (B)(6) 2012 clarified the condition as the device showing an occlusion alarm when there was no occlusion. This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that was showing an occlusion alarm when there was no occlusion was not confirmed nor duplicated by baxter service personnel. No cause was determined and no repairs made for the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.